Event description:
It was reported that a patient received one shock at 150 joules in emergency department from phillips defibrillator pads. The patient did not receive any shocks in the cath lab. Upon arrival to ICU, cath lab nurse noted red skin/burn type marks on right upper chest and left lower chest from pads. The patient did not note pain at site.

Manufacturer narrative:
This report has been updated from serious injury to product problem. This report is based on information provided by philips sales representative and actual customer has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx. The customer reported that the defibrillation pads were not sticking properly to the patient¿s skin. The patient received 1st degree superficial burns located at pad adhesion sites. The patient received one shock at 150 joules in emergency department from phillips defibrillator pads. The patient upon arrival to ICU, the cath lab nurse noted red skin/burn type marks on right upper chest and left lower chest from pads. The in suspect pads were not able to be returned to philips for analysis. Without being able to perform the failure analysis on the allegedly malfunctioning pads, no definitive conclusions, or determinations to confirm or determine the cause of failure. There is no information within the customer description (attachments, descriptions, written text) regarding gel/burn issue that suggests a life-threatening serious injury. The occurrence of burns is a known risk during cardioversion procedures (amber, 2006) and is described in the information for use (IFU). Based on the information available and the testing conducted, the issue was related to the pads. The reported problem was confirmed. It is not possible to confirm or determine the cause of the failure since the pads are not available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text: the pads are not available for evaluation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that a patient received one shock at 150 joules in emergency department from phillips defibrillator pads. The patient did not receive any shocks in the cath lab. Upon arrival to ICU, cath lab nurse noted red skin/burn type marks on right upper chest and left lower chest from pads. The patient did not note pain at site. The nursing staff will continue to monitor. Additional details have been requested.